Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin therapy successfully.